Event description:
Patient reported right side rupture and implant exchange. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and implant exchange. Healthcare professional reported no rupture was found during surgery. Healthcare professional later reported capsular contracture baker grade iii. Patient also reported right side capsular contracture baker grade unknown. Healthcare professional reported radial folds. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ crease/folding of implant: observed. As per the investigation procedures deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h3, h6.

Event description:
Patient reported right side rupture and implant exchange. Healthcare professional reported no rupture was found during surgery. Healthcare professional later reported capsular contracture baker grade iii. Patient also reported right side capsular contracture baker grade unknown. Healthcare professional reported radial folds. Device explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b.5., d6b., g.2., h.6.

Event description:
Healthcare professional reported no rupture was found during surgery. Healthcare professional later reported capsular contracture baker grade unknown. Patient also reported right side capsular contracture baker grade unknown. Healthcare professional reported radial folds. Device explanted.